Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument was difficult to fire and did not cut. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.